Event description:
Prior to final irrigation of right hip wound, resident told nurse that small plastic piece to tip of irrigator broke off. Nurse asked the resident if it was in the wound, and the resident stated that it was just outside of, but near the wound. Attending surgeon and resident irrigated the wound copiously with new simpulse tip, visually inspected the wound, and felt inside of the wound for the piece of plastic. The wound was negative for the piece of plastic per the attending physician.